Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was used to infuse hydromorphone and bupivacaine. It was reported that the catheter needed to be placed further up the spinal canal. The location of the catheter issue was the distal (spinal) segment. The last intervention performed included a revision surgery on (B)(6)-2014. The patient recovered without permanent impairment.

Event description:
Since the pump implant, the patient didn¿t feel like he was getting the effects of the medicine. At the time of implant, they had trouble getting the catheter where they wanted it and felt it was low. It was noted that they may try to revise and put in a new distal segment of catheter with higher placement. It was later reported that the distal part of the catheter was replaced.